Event description:
Customer reported during daily check of device, the device would not power up. No reported pt involvement. Service rep duplicated the reported condition, repaired device, and confirmed proper operation.